Manufacturer narrative:
(B)(4) - urinary retention. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure on an unk date. Post-operatively, the pt had to self catheterize. The pt was taken back to surgery and the device was re-adjusted. The pt is now having pressure, especially at night and she feels the device. She is also not emptying her bladder and has started to self catheterize herself. The pt has an appointment at the end of the week with her physician. She has not called the doctor to let him/her know that she has started self catheterization again. No further info is available.